Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/30/2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the sensor. The sensor wire for sn (B)(4) was attached to and not missing from the sensor pod and housing puck.the complaint of 076 detached/missing sensor wire was not confirmed. The root cause could not be determined post investigation.